Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing did not pass on the touchscreen test of the evaluation. Baseline testing detected intermittence on the touch response during the evaluation. It was noticed that the programmer touchscreen was not responding after a few minutes, the programmer was disassembled in order to validate the properly connection of the involved components; no issues were detected. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.

Event description:
It was reported that the touchscreen of this programmer was unresponsive. This programmer was out of service and returned for analysis.